Event description:
It was reported that during a lead replacement procedure (related manufacturer reference number: (B)(4)), the patient only had 3 implanted leads; therefore, it was concluded that the patient's lead 4th lead was previously explanted. The reason for explant is unknown.

Manufacturer narrative:
Date of explant is estimated. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.